Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited three separate episodes of noise. It was confirmed that the noise was due to being exposed to improperly grounded electricity. It was additionally noted that the patient lives in a recreational vehicle. The device remains in use. No patient complications have been reported as a result of this event.